Event description:
The customer reported approximately three (3) cups of reddish fluid leaked from underneath the flowcell involving coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and eye protection during the event. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the restrictor line at vl46b leaked. The tubing was rubbing when the diff mix motor was turning, creating a hole in the tubing. The fse replaced the restrictor line and resolved the issue. The fse reported only evidence of isoton leaked. The instrument was returned to normal operation. (B)(4).